Event description:
The caller alleged poor precision.

Event description:
The caller alleged poor precision. The following test results were reported. Inratio:(2005) 2.3, (2006) 1.7, (2006)1.3(seven mins later and after changing battery), three months later(2006) 1.3. Lab: 2.2(1 hour later).